Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported through company representative "insufficient information". Healthcare professional later reported "rupture". This record is of the left side. Device was explanted and discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported through company representative "insufficient information". Healthcare professional later reported "rupture". This record is of the left side. Device remains was explanted.